Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Valuation:

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.